Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device evaluation confirmed the customer's event. The e315 error was due to the incomplete adjustment of the shipping region. The device was corrected and passed olympus functional standards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a e315 error indicates that a non-supported scope is connected. This message is displayed when cv-190 detects the type of a non-supported ccd (charge-coupled device) connection. It was found the event was caused when the image would not output in a 170 series scope even though the destination code was changed to cv-190 6eb. Correction: per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center display color bars and an e315 error was noted. The event occurred during installation and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
A field service engineer discovered the issue when the gif-hq190 and tjf-q170v were attempted on the cv-190. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.